Manufacturer narrative:
No critical pump error (open book image) alarms, blank display anomalies or vibrate anomalies noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. Device received with high sleep current measurement and high active current measurement due to severe corrosion on all electronic assemblies. Hardware low level failures error alarmed during self test due to corroded keypad traces. Device received with moisture damage on motor assembly and corrosion on force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. The alarm was not resolved. There is fluid behind the screen. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.